Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) and a flailed leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was attempting to be placed when the posterior leaflet was potentially damaged during the first grasping attempt. The clip was then implanted successfully. A mitraclip ntw was then successfully implanted and the procedure was discontinued. The final mr was grade 3-4. There were no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to patient conditions and due to frailed, thin and partially restricted leaflets. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a